Event description:
It was reported that high impedance was observed. The svc to can and rv to can measurements were variable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in five pieces. Insulation damage was found at 5.5cm from the df-1 rv connector pin and 7.6cm from the df-1 svc connector pin. Insulation damage was also found at 30.4cm - 31.7cm from distal tip. The etfe coating and ptfe tubing and distal coil were also damaged at the same area, which could cause capture anomalies, low impedance, and inappropriate shocks. The damage found is consistent with that produced by clavicular crush. Visual examination did not find any fracture on the cables or coil.

Event description:
New information notes that prior to explant intermittent capture, inappropriate shocks and suspected lead fracture were observed.